Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the trilogy evo (benelux) device was in patient use. There was no allegation of harm or injury reported. The trilogy evo (benelux) device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required alarm occurred while the trilogy evo (benelux) device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo (benelux) device at the third-party service center, an evt_press_sensor_mismatch error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician documented that the error is caused by the contamination of one in-line filter prox. Additionally, the device's the muffler assembly, particulate filter and air inlet foam filter need to be replaced, for the 4-year preventive maintenance requirements. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.